Event description:
It was reported that the while impacting the liner, it failed it failed to seat in the shell. Both surfaces were clean and dry and there was no impinging tissue. The procedure was completed using a new g7 liner.

Manufacturer narrative:
(B)(4). D10: 110010247 item name g7 osseoti 4 hole shell 58mm g lot # 66296980. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures of the item provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.